Event description:
It was reported that during a CT scan, the patient was not being ventilated by the ventilator. It is unk if the ventilator had an audible alarm when the reported problem occurred. The patient was then hand ventilated by bag and mask. The patient went to primary arrest and the cardiac arrest team was summoned. The patient went into svt rhythm, was given synchronized shock which put the patient back into sinus rhythm. The patient was placed on another ventilator and the scan was resumed. Post scan the patient remained stable and was transferred to (B)(6). It was noted that the sprintpack batteries had fully discharged over the two weeks while the equipment was switched off.